Event description:
It was reported that during a shoulder arthroscopy procedure using a speedlock implant with inserter handle, the surgeon had some difficulty inserting the implant into the bone which inadvertently resulted in the implant cutting the suture. This implant was abandoned in the bone, making it necessary to drill a second bone hole. The procedure was completed without further incident or delay, using an additional speedlock implant. There were no reported pt complications as a result of this event.